Manufacturer narrative:
H6- device evaluation: lens was returned with moisture, in a micro-centrifuge vial. Visual inspection found one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/1.00/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional info on (B)(6) 2021. B5: the reporter indicated that a 13.2mm, vticm5_13.2, -8.00/1.00/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Additional info on (B)(6) 2021. B5: the reporter indicated that a 13.2mm, vticm5_13.2, -8.00/1.00/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to low vault. A longer length lens was later implanted on the same day as removal. It has been reported that low vault is still remaining, problem did not resolve. Final explant is planned claim # (B)(4).